Manufacturer narrative:
Preliminary analysis results showed that a ventricular lead issue or a ventricular lead/pacemaker connection issue is suspected. Reportedly, several episodes with artifacts in atrial and ventricular channels could be observed in patient data from previous follow-ups and from the new follow-up performed on (B)(6) 2016. Physician suspects an issue on both leads, and a re-intervention was planned on (B)(6) 2016.

Event description:
Reportedly, when checking 24 hours-holter recordings, pauses were observed during the night (B)(6) 2016. It appears that spontaneous atrial waves sometimes did not trigger ventricular pacing. Ventricular oversensing was reportedly observed.

Event description:
Reportedly, when checking 24 hours-holter recordings, pauses were observed during the night between (B)(6) 2016. It appears that spontaneous atrial waves sometimes did not trigger ventricular pacing. Ventricular oversensing was reportedly observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when checking 24 hours-holter recordings, pauses were observed during the night between (B)(6) 2016. It appears that spontaneous atrial waves sometimes did not trigger ventricular pacing. Ventricular oversensing was reportedly observed.